Event description:
During angiographic procedure a catheter kink was noted. Catheter broke off while attempting to retrieve it from the body. Pt had successful vascular surgery to remove broken piece of catheter.